Event description:
Additional information was received. This lead had displayed high out of range impedance measurements. As the patient with this lead was in chronic atrial fibrillation, this lead was abandoned.

Event description:
Boston scientific received information that a revision procedure was performed. This atrial lead was surgically abandoned due to a lead malfunction. The malfunction is not known at this time. The device was programmed to vvi pacing mode. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.